Event description:
It was reported a balloon burst at eight atmospheres on the first inflation during a renal angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was corkscrewed. Microscopic evaluation revealed a one millimeter circumferential tear located eight millimeters proximal to the radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplsty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft, as well as contact with a sharp external source, scratched on the balloon surface. Also follow up revealed this device was used in a calcified lesion. Therefore, co believes these factors contributed to this event and do not attribute it to the device. Directions for use state: "if loss of pressure within the balloon catheter occurs during inflation or if the balloon ruptures during dilatation, immediately discontinued the procedure. Deflate the balloon. Do not reinflate and remove carefully. Inflation in excess of the rated burst pressure may cause balloon to rupture. Balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples."